Event description:
Follow up information identified the return date for the terminal end lead segments were inadvertently omitted from the report.

Manufacturer narrative:
(B)(4) 2015. Results: the returned terminal end lead segments were cleanly and completely cut consistent with explant damage. Continuity testing passed on all channels of each lead segment. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information verified the patient underwent surgical intervention on (B)(6) 2015 to remove the entire scs system

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation and surgical intervention is planned to remove the entire scs system. Surgical intervention was to occur on (B)(6) 2015, however; we are unable to determine if surgical intervention did occur at this time.